Manufacturer narrative:
Stryker evaluated the customer's device and was able to duplicate and verify the reported issue. It was observed that the therapy cable had a bent pin and would not fully seat into the connection. The customer replaced the therapy cable to resolve the issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. Stryker contacted the customer to request additional information on the patient. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank.

Event description:
The customer contacted stryker to report that their device would not display the patient's ECG rhythm using paddles and not able to shock. As a result, defibrillation therapy may have been delayed or unavailable, if needed. There were no reports of any adverse effects to the patient as a result of the reported issue.

Event description:
The customer contacted stryker to report that their device would not display the patient's ECG rhythm using paddles and not able to shock. As a result, defibrillation therapy may have been delayed or unavailable, if needed. There were no reports of any adverse effects to the patient as a result of the reported issue.

Manufacturer narrative:
Patient information received and updated.